Manufacturer narrative:
Device evaluation: during the examination of the optics, a chemically damaged and leaky solder seam was discovered. In the sharp area of the optics, a foreign particle in the form of a thread is visible on the right edge of the image. Foreign particles/abrasion are visible in the stabilizer system itself. The customer's information can be confirmed. During the examination of the optics, a chemically damaged and leaky solder seam was discovered, which led to fogging of the optics due to moisture penetration. In the sharp area of the optics, a foreign particle in the form of a thread is visible on the right edge of the image. Foreign particles/abrasion caused by normal use are visible in the stabilizer system itself. The leak and the associated negative imaging may have been caused by clinical reprocessing. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that endoscope is foggy during use. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).